Event description:
The lead was returned to the manufacturer after being explanted. No information was provided and follow-up is being conducted to determine why the lead was explanted. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : (B)(4): the full lead was returned and analyzed; analysis revealed a breach of the outer insulation. There was also a cosmetic depression on the outer insulation and the lead was stretched. Cosmetic environmental stress cracking wasnoted on the outer tubing overlay and the distal conductor was distorted due to pulling/stretching/overstress. (B)(4).